Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone that the insulin pump had absence of insulin flow blocked alarm. The customer¿s blood glucose level was 57 mg/dl at the time of incident. The customer's mother reported that the insulin pump showed the reservoir had 27 units left but the reservoir was empty. The customer's mother performed hp test and the insulin pump did not alarm in less than 5.0 units. The customer's mother reported that the insulin exited during tubing. The customer changed the infusion set and performed the hp test and the insulin pump alarmed in less than 5.0 units. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.